Event description:
The manufacturer received information alleging a ventilator's display screen was blank. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's lcd screen was replaced to address the issue. During the evaluation of the device, an issue related to the device's sensor board was observed. The device's sensor board was replaced to address the issue.